Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. A DHR (device history record) review could not be conducted since the lot number was not provided. No corrective action can be established at this time. Since the device sample or a picture is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges having difficulty in screwing the adaptor on to the flow-meter. The pt's condition is reported as fine.